Event description:
This is filed to report the leaflets becoming stuck on the grippers and the gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to a2/p2 and the leaflets were grasped. A desirable result was not achieved, and the physician freed the leaflets and moved the clip more medial. During the second grasping attempt, it was noticed that the anterior and posterior leaflet appeared to be stuck on the grippers. The posterior leaflet was quickly freed from the grippers however the anterior leaflet took approximately 15-20 minutes to free from the grippers. The clip was retracted to the left atrium and it was confirmed that the grippers were lowering and raising properly. The procedure continued and the clip was advanced below the mitral valve however the anterior leaflet got stuck on the gripper again. The leaflet was freed and the cds was removed from the patient. Once outside the body, the grippers were lowered and raised; and it was noted that the anterior gripper was not completely retracting up against the mandrel. The device was exchanged for a new cds and the procedure was complete. The patient¿s final mr was reduced to a grade of 1. The issue reported caused a delay in the procedure, but the delay did not result in adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue. The reported leaflet becoming stuck on the gripper could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. The leaflet becoming stuck on the gripper appears to be related to user technique/procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a